Manufacturer narrative:
Sections with additional information as of 24-feb-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned - per frm-qsr-14-30-01, only returned strip expected for failure mode b100. Return meter scrapped. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, product evaluation in-process. Test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-4) and physical defect of test strips. Daughter is calling on behalf of the customer. Customer stated that it was difficult to insert the true metrix test strips into the true metrix meter. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a blood test was performed by the customer using true metrix meter; customer did not disclose the result that had been obtained. The test strip lot manufacturer¿s expiration date is 04/17/2026; product storage and open vial date were not provided.